Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented into the emergency room after receiving a patient notifier for device being in back up vvi mode. The device download was performed successfully.